Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the anterior and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the anterior and one opening striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the anterior assessed as fold flaw opening.one striated opening on the radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.